Event description:
It was reported that the patient came to the office for a refill on (B)(6) 2013 and the health care provider had trouble interrogating the pump. On second attempt, the pump was able to be read but when the interrogation finished the physician programmer started to beep and read, "invalid alarm." The (B)(4) software was used in the programmer. The reporter received this information second hand and could not be sure this was the exact phrase on the screen. The hcp proceeded to refill the pump and sent the patient home without updating the pump. The patient was to be seen on (B)(6) 2013. It was unknown for sure but it was thought that there were no medical or therapy issues. This device system delivered clonidine and morphine. It was further reported that there was nothing out of the ordinary in the pump logs, there was no issue with therapy nor were there any problems with a volume discrepancy. The health care provider now reported that he was unable to read the pump earlier and had heard a ¿boing boing¿ noise but did not notice any error codes. The company representative was able to interrogate and successfully update the pump which resolved the reported issue. Additional information has been requested, but was not available as of the date of this report. The programmer serial number was not known. The issue could not be replicated and the patient was doing fine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).